Event description:
Pt was revised due to loosening of the glenoid component.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided info states the glenoid component loosened due to poor position of the humeral component, which caused edge loading (rocking of glenoid). Provided info also states the product is not suspected of failing to meet specifications or contributing to the reported event. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.